Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (abdomen), while wearing the device between for longer than 48 hours. The patient reports having redness as well as purulent discharge at the pod infusion site. The patient reports their blood glucose level had read high (>400 mg/dl). The patient reports they had gone to the hospital emergency room where they received a prescription for antibiotics. The patient was at the hospital emergency room for 2 hours. The patient reports having a follow up visit for their skin infection with their doctor. The patients doctor prescribed different antibiotics then the emergency prescribed at the hospital emergency room visit. The patient was advised by their doctor that the hard skin forming around infection will heal by itself. The patient reports being at their doctor's office for 15-20 minutes. The patient reports they were able to continue pump use by application of a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogen city per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were noted to the fluid path components that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin irritation could not be determined. The download data shows the pod generated an 0xcd alarm during operation, indicating low voltage detected by analog comparator 1 (acmp1). No damages or defects were found that would contribute to the 0xcd alarm. The exact cause of the 0xcd alarm could not be determined.